Event description:
It was reported that this pacemaker system had an alert due to low out-of-range right atrial (ra) pacing impedance measurements measuring, less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was an atrial tachy response (atr) in which there were observations of noise prior to the lss. It was noted there were oor right ventricular (rv) intrinsic amplitudes. At this time, the system remains in service. No adverse patient effects were reported.